Manufacturer narrative:
(B)(4). Physio-control advised the customer that their monophasic device is no longer supported by physio; therefore, neither parts nor service is available. Physio-control recommended that the customer permanently remove the device from service and that a replacement unit be obtained. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that after replacing the battery in their monophasic device that it had a service wrench present on the key panel.  Additionally, an event code was logged in the memory which indicated that the device would not likely be able to provided defibrillation therapy if it were necessary.  The issue was observed during an inspection. There was no patient use associated with the reported event.